Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with (B)(6) for inform system 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: hi (greater than 600 mg/dl), 305 mg/dl (inform system 1) and 109 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.